Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated in the ER for a high blood glucose reading of 516 mg/dl. The customer stated that she has experienced high blood glucose levels ever since her settings were changed by her diabetes educator. Troubleshooting was performed, and found that the time was not programmed correctly. Assisted with programming the correct time, and advised the customer to contact her healthcare professional to get her correct settings. The customer declined further troubleshooting. Nothing further was reported.